Event description:
A valiant stent graft system was inserted in a patient for the endovascular treatment of a 62 x 153 mm thoracic aortic disease. The proximal neck was 28 mm in diameter and the distal neck was 27 mm in diameter. There was calcification and severe angulation from the access vessel (external iliac artery) to the abdominal aorta. There was mild thrombus in the external iliac artery. It was reported that two valiant devices were supposed to be implanted for treatment of a large aneurysm at the distal descending thoracic aorta and small aneurysm just above the celiac artery. A valiant 30/30/150 was inserted from the left side because it was a relatively good access; however, there was difficulty in delivery and the coating of delivery system was peeled off, which was caused by rubbing with a gauze for activation of the hydrophilic coating several times. As a result the hydrophilic coating was ineffective. Without the hydrophilic coating delivery of the device seemed to be not smooth, so the access route was changed to the right side and the physician decided to treat only the large proximal aneurysm. This device was not implanted. A valiant 32/32/200 was implanted from the right side and proximal aneurysm was resolved. It was also noted that the access was quite difficult, and the second delivery attempt would be difficult, therefore the plan was changed to implant one device. The patient had infectious disease and the delivery system was discarded by the user facility. The left femoral artery that was the initial access route was damaged and reconstructive surgery was performed with another manufacturer¿s patch and the procedure was completed. No clinical sequelae were reported and the patient is fine/recovered. The physician commented that it was an acceptable result because of the severe calcification. This event was related to the patient¿s anatomical feature, not related to the relevant device.

Manufacturer narrative:
(B)(4).